Manufacturer narrative:
Additional information has been requested. Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a poorly dilated pupil making it hard to see the capsulotomy following the laser portion of laser assisted cataract surgery of the left eye. While removing the capsulotomy, a tear occurred which required a vitrectomy. Additional information has been requested.

Manufacturer narrative:
Poor dilation is one of the conditions that increase the risk of posterior capsule tears. The licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. The surgeon decided to continue with the treatment with unclear vision of capsulotomy and poorly dilated pupil. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to surgical technique. (B)(4).